Manufacturer narrative:
A philips field service engineer (fse) verified that this issue was with the customer supplied clinical network. This was a paging issue; the customer was using ascom myco 3 smartphones. On these smartphones there is a philips careassist application downloaded from the google play store such as: philips care assist ¿ applications with google play. The careassist application communicates with a customer¿s virtual machine with philips careevent server installed on it. The philips mx40 telemetry devices and central stations function properly. Based on the information available and the testing conducted, the cause of the reported problem was related to the customer's network. The reported problem was confirmed. Based on the investigation results, this was a paging/customer network issue. This is no longer considered a reportable event.

Event description:
Philips received a complaint on a patient information center ix indicating that repeatedly, telemetry repeaters disconnect from the wi-fi network on which they have been set up to connect to the wi-fi network intended for visitors, thus preventing alarms from being retransmitted. This defect applied to several departments in the cardiology building. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).